Event description:
Related manufacturer reference number: 2017865-2025-10665. It was reported that both the pacemaker and the left ventricular (lv) lead exhibited high capture threshold. Both the pacemaker and lv lead were explanted and replaced on (B)(6) 2024. The patient condition was not known.

Manufacturer narrative:
H11 - correction: please retract this report 2017865-2025-10664 as the pacemaker was explanted and replaced due to elective replacement indicator (eri) with no allegation of malfunction.